Event description:
Complainant alleged that during training by the facility staff, the device prompted a "unit failed" message, errors 6 and 7, and displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.